Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, revision procedure was performed on (B)(6) 2011 due to pain, pseudotumor and alval. The modular head and taper insert were removed.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." "Early or late postoperative infection and allergic reaction." The user facility was notified of the event on (B)(6) 2011. This is 2 of 2 reports being filed with the FDA. (B)(4). This report filed on (B)(6) 2011.